Event description:
The pt underwent a sling procedure. At 24 hours post operative it was discovered that the bowel was perforated. The pt was taken to surgery and the sling was removed from the bowel. The pt is currently fine and continent.